Event description:
As reported by the user facility: it looks like a plastic piece dislodged and occluded the distal part of tubing proximal to last backcheck valve. Tubing was already primed and infusing. When transferred from or to the unit, downstream occlusion on pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two used samples without packaging were submitted for evaluation. Both samples were visually evaluated, and the "piece of plastic"/"plug" inquired about is likely the flow restrictor and is intended to be present in this device as seen in the IFU and drawing of the device. Per the IFU, " note: to help protect against air embolism, set contains a flow restrictor just above the lowest luer access device." Occlusion test was performed on both samples, and no occlusion was detected. Based on the results of the sample evaluation, the product met internal specifications. The reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.